Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced an infusion set detachement event on (B)(6) 2025. The insertion site was the right side of the abdomen. Infusion set was used for two days. Blood glucose level was high at the time of the event. Therefore, patient took insulin pump via infusion for the treatment. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.